Event description:
It was reported the patient has lost a significant amount of weight and her scs ipg is sticking out and causing pain. The patient is pending a consultation with her physician and a sjm representative to further evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information identified the patient had her scs ipg explanted and replaced (ref. MDR # 1627487-2015- 23420). Follow-up identified the issue of pain at the ipg site has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.